Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00485. Reference MFR. Report#: 3006705815-2019-00486.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00485. Reference MFR. Report#: 3006705815-2019-00486. It was reported that the patient experienced inadequate relief with the scs system. As a result, the scs system was explanted.